Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter evaluated the device in question. A missing direction of flow label was confirmed during the evaluation. The label has been replaced.

Event description:
During baxter's evaluation, it was observed that the spectrum pump did not have the direction of flow label on the front case. Any patient involvement or patient injury is unknown as this was found during testing.